Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose in the 60 mg/dl range at the time of the incident. The customer was given powdered sugar to treat. The customer experienced symptoms such as light headedness, extreme diaphoretic, and incoherence. The customer was wearing the insulin pump during the incident. The customer reported a blank pump display that could not be resolved. Troubleshooting was not completed due to the blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to broken solder joint/lifted traces at b1 on the interface board. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test or verify unexpected no delivery alarm due to blank display. Unable to perform the device trace history download and care link uploaded due to blank display. Device had minor scratched display window and cracked reservoir tube lip.